Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, a nurse found that the inflated tracheal cuff did not deflate properly. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed and there were no restrictions or obstructions. The cuff inflated and deflated as intended.